Event description:
A customer reported that their au480 clinical chemistry analyzer produced low patient results for creatinine, sodium, and potassium. The same sample was re-tested and yielded normal results. Although the initial low results were released, they were subsequently amended after the repeat testing. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the sample probe and the roller pump tubing to resolve the issue. The fse cleaned the analyzer, performed calibration, quality control and sample correlation. All results were acceptable. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).